Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented remotely via merlin.net, high capture thresholds were observed. The lead was explanted and replaced. The patient tolerated the procedure well and is doing well.